Event description:
Report received of a patient becoming drowsy with irregular respiration while the device was in use. The patient was receiving pca therapy for pain management with morphine sulfate. The customer contact could not recall the settings on the pump or the concentrations of the medication. It was reported that the patient's respiratory rate was irregular and had decreased to 8-10 per minute. The patient was also reported to be drowsy. The md was notified and decreased the dosage of the pca. The customer contact could not recall the dosage. The patient was reported to be "better" after the dosage was decreased. No further medical interventions were required for the patient. Though requested, there was no further information available.